Event description:
--

Event description:
Boston scientific received information that during a routine change out procedure, the physician noted the header was slightly detached. The physician was unsure if the header was cut during explant or was in that state prior to the explant procedure. There were no clinical observations seen while the device was implanted. There were no adverse patient effects. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Microscopic visual inspection found the header to be completely intact. The atrial ring seal plug was found to be lifted. There was evidence of medical adhesive on the header which indicated that the seal plug was likely lifted during or after explant. The clinical observation was not able to be confirmed.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.